Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer received excessive "no delivery" alarms and a low predicted alarm. The customer's blood glucose was 100 mg/dl. Troubleshooting was declined by the customer. No further information was reported.